Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the guidewire did not fit completely in the lumen after tissue entrapment at the tip of the catheter. During device withdrawal after a pulse field ablation (pfa) procedure using a farawave catheter it was found that the guidewire did not completely fit inside the lumen due to the presence of tissue around the tip of the catheter. After the tissue was removed the guidewire fit correctly in the lumen. Pulmonary vein isolation had been completed successfully at the time the issue was discovered, so no troubleshooting was needed to resolve. The device is expected to be returned for analysis.